Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the implanted pacemaker was in backup mode. Programming changes were made. The patient was in stable condition.